Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with an 810:04. This incident occurred during programming/setup. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available.uim master software versions with a software configuration number ending in 6.13.90 will be categorized as remediated.

Event description:
The facility reported a colleague infusion pump with a failure code 810:04. The event was reported to have occurred during programming/setup. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. During product evaluation, a baxter service technician confirmed the reported condition was caused by an out of calibration air in line printed circuit board. Upon reviewing the pump's event history during product evaluation, it was discovered that this event interrupted delivery. No additional information is available.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B)(4). During service, failure code 810:04 was confirmed as an out of calibration air-in-line printed circuit board (ail pcb). The ail pcb was recalibrated and verified. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, (B)(4) that is associated with this report. (B)(4)